Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing and the cartridge tubing during the load fill tubing sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 387 at highest mg/dl.